Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of serratia marcescens as yersinia pestis for a canine cerebral spinal fluid specimen in association with the vitek® 2 gram negative (gn) identification (ID) test kit (card). The yersinia pestis result was obtained via vitek® ms testing at another laboratory. The isolate was also sent to a second independent laboratory; the isolate was tested with bruker maldi-tof, and also confirmed the ID as a serratia marcescens. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's (canine) state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A gram negative isolate was submitted for vitek® 2 evaluation because the vitek 2 gn ID card gave a good ID of yersinia pestis on initial run and a low discrimination call of acinetobacter haemolyticus/y. Pestis on a second run. Maldi-tof identified the organism as serratia marcescens. An internal investigation was performed on the isolate submitted by the customer. The organism was subbed on tsab and tested on the customer lot and a random lot of gn cards, in duplicate. 16s sequencing was also performed. On three of the four cards tested, an acceptable ID of y. Pestis was obtained. On one of four cards, a low discrimination call of pseudomonas fluorescens/y. Pestis was obtained. 16s sequencing identified the organism as serratia nematodiphila, with a 100% identity match. Therefore, the final identification is serratia nematodiphila. Note: serratia nematodiphila is not claimed in the vitek 2 gn knowledge base. According to the product information guide, testing on unclaimed species may result in unidentified results or a misidentification.